Manufacturer narrative:
Corrected data: submitted MDR to correct sections a2, a3, b5, d4, d6, and h5 based on follow-up with the health care provider. Additional manufacturer narrative: during the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In the post-operative period, leaflet restriction (e.g. Increased gradients, thickened leaflets) can occur with or without the development of clinical symptoms. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the root cause of the event remains indeterminable. However, it is likely that under expansion at the time of implant may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that a 9600tfx sapien 23mm valve was explanted after an implant duration of 2 years and 1 month. As reported, the sapien 3 valve was under expanded and one of the leaflets was stenosed. A non-edwards surgical valve was implanted in replacement. The s3 was explanted easily and the patient had a successful savr and normal hospital course. Per the medical records, tte at 2 years status post tavr showed that the thv valve had a severely restricted excursion. Peak velocity across the valve was 3.7 m/s, mean gradient 32.31 mmhg, ava (vti) 0.7 cm2. There is no aortic insufficiency. The tte concluded severe stenosis. Additional tee on month later showed bioprosthetic valve restenosis. There was stenosis of what appeared to be one of the cusps being immobile. The remaining other 2 cusps appeared to be opening smoothly. There was no significant aortic insufficiency identified. It was not possible to get a gradient across, however significant turbulent flow was noted across the stenosed leaflet of the tavr. The tte concluded severe stenosis. Post op surgical pathology report showed the explanted thv with no soft tissue is identified. The specimen was submitted for gross examination only. No microscopic examination was performed. The root cause of the stenosis was not provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a 26mm tavr valve was explanted after an implant duration of 4 years and 19 days. As reported, the valve was underexpanded and one of the leaflets was stenosed. A surgical valve was implanted in replacement. The valve was explanted easily and the patient had a successful savr and normal hospital course. Per the provide images, there appeared to be pannus on the explanted valve.